Manufacturer narrative:
Manufacturer is trying to obtain further information.

Event description:
The manufacturer was notified on 18 oct 2016 that a about degeneration of mitroflow dla size 21 due to calcification. The date of re-operation was unknown at the time of reporting to manufacturer. On 09 november 2016, manufacturer received information about death of patient in the recovery room. The date of death is unknown at the moment. On 14 november 2016, manufacturer received information that patient weighed more than 120 kilograms and patient had several risk factors, including diabetes. No further details were provided.

Manufacturer narrative:
The surgeon stated that patient had several risk factors, including diabetes and believes that the mitroflow prt is not involved and any other biological prosthesis would have suffered the same calcification result on such a ¿patient¿.

Event description:
The surgeon stated that patient had several risk factors, including diabetes and believes that the mitroflow prt is not involved and any other biological prosthesis would have suffered the same calcification result on such a ¿patient¿.